Manufacturer narrative:
The device was returned to the MFR; however, the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was initially reported that the zimmer dermatome ii handpiece was not cutting correctly. Additional clinical info determined that the issue was discovered during surgery. The harvested graft was able to be used; however, and additional graft harvest was required to provide enough material to complete the graft. A backup device was used to complete the surgery without delay.